Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a return of symptoms such as leakage and frequency. This was considered sudden, which occurred 1-2 years ago ( 2014). The patient's indication for use was urinary dysfunction/sacral nerve stim. No outcome and interventions were provided with this event. Further follow up is being conducted to obtain this information. If new information is received, a supplemental report will be submitted.

Event description:
Additional information received from the consumer reported that the patient had 2 follow-ups with their manufacturer representative and had not been back for 2 to 3 years. The circumstance that led to the patient's symptom return was that their device was not working at all in (B)(6) 2016. The step taken to resolve the symptom return was that the patient had an appointment with their health care provider (hcp) and manufacturer representative on (B)(6) 2016.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the patient¿s hcp had returned to the area and the patient was now working with them to resolve their issues with the device. There were no changes that led to the patient¿s symptom return, it was just a slow decline after a long period of time. The patient had an appointment scheduled with their hcp and manufacturer representative for an internal check on the device. The consumer further reported that they had their implant removed 2 weeks prior to (B)(6) 2016 because it hadn¿t been working at all. The patient¿s issues began 3 to 4 years ago. The patient was currently going through a second trial for the device.